Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and the alleged condition was verified. The gui printed circuit board (pcb) was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that, during patient use, the 840 ventilator's graphical user interface (gui) blacked out and restarted on a patient. According to the customer, the ventilator was alarming at the time of the event. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.